Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 1720 indicating a backup capacitor failure. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump showed error code 1720 indicating a backup capacitor failure. The complaint was confirmed with review of event log. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the clock battery is past replacement spec. The error code 1720 indicates replacing the backup capacitor, per troubleshooting procedure.